Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s device was not working, and they had felt stim down their right leg for the past 1-2 weeks. It was stated that they were just going to increase, and they ¿started feeling in the leg when they never did before.¿ troubleshooting included changing to program 3, where the patient still felt a little in leg, but in the bike seat region as well. They then changed to 4 and would try that to see if it helps. It was noted that they would follow up with their healthcare provider and had an appointment scheduled for september 10. No further patient complications are anticipated or expected as a result of this event.